Event description:
It was reported that a patient experienced movement difficulties on the left arm. After a procedure where a farawave catheter was selected for use. It was noticed that the patient is unable to grip with the left arm and cannot move it properly. Over time, gradual movement was observed starting from the left shoulder. The procedure was completed successfully, and the patient was moved to a bed for discharge. At that time, when the nurse spoke to the patient and checked the physical movements, it appeared that the patient was unable to move the left arm properly. A magnetic resonance imaging was performed to check for thrombus or vascular occlusion was found. No more information was provided. No device issues were reported. The device is not expected to be returned for laboratory analysis. It was later informed that a small thrombus was found the next day. No medical interventions or medications were required. The patient was already discharged from the hospital, fully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to initial MDR in block g2: report source (other).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced movement difficulties on the left arm. After a procedure where a farawave catheter was selected for use. It was noticed that the patient is unable to grip with the left arm and cannot move it properly. Over time, gradual movement was observed starting from the left shoulder. The procedure was completed successfully, and the patient was moved to a bed for discharge. At that time, when the nurse spoke to the patient and checked the physical movements, it appeared that the patient was unable to move the left arm properly. A magnetic resonance imaging was performed to check for thrombus or vascular occlusion was found. No more information was provided. No device issues were reported. The device is not expected to be returned for laboratory analysis.